Manufacturer narrative:
(B)(4). The actual device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up report will be provided when the inspection results become available. (B)(4).

Event description:
As reported by the user facility: event: customer reports under infusion. IV solution was programmed to be infused. After a short period of time, the IV bag was still full and no solution had been administered.